Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to low defibrillation impedance. Review of the remote transmission indicated stable but low lead impedances falling below the alert threshold. In addition, it was noted that the thresholds were increased and variable. The rv lead remains in use. No patient complications have been reported as a result of this event.